Event description:
The report received from the sales rep indicated that there were bubbles with negative prepping indicating there was a hole. Additional information is not available.

Manufacturer narrative:
One non sterile pta savvy 5.00x10cm 120cm was received coiled inside a plastic bag. Balloon appears as if has been previously inflated and deflated, several kinks were noted along the shaft. No other damages were noted. Pressurized water was injected to the catheter and no leaks were observed on the hub, shaft and balloon. Pressure was able to be maintained and balloon could be inflated. A review of the manufacturing documentation associated with this lot presented: customer complaint reported balloon/leakage-during negative prep ked was not confirmed since balloon inflated during functional test. The exact cause of the failure reported by the customer could not be conclusively determined. The exact cause of the kinks found could not be determined; however this condition could be related to the way the unit was sent fot analysis. There is no evidence that it is manufacturing related, therefore no corrective/preventive actions will be implemented. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is available for testing and evaluation but has not yet been received for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The report received from the sales rep indicated that there were bubbles with negative prepping indicating there was a hole. Analysis of the returned device did not confirm the event. One non sterile pta savvy 5.00x10cm 120cm was received coiled inside a plastic bag. Balloon appears as if has been previously inflated and deflated, several kinks were noted along the shaft. No other damages were noted. Pressurized water was injected to the catheter and no leaks were observed on the hub, shaft and balloon. Pressure was able to be maintained and balloon could be inflated. A review of the manufacturing documentation associated with this lot presented no issues related to the complaint. Customer complaint reported balloon/leakage-during negative prep ked was not confirmed since balloon inflated during functional test. The exact cause of the failure reported by the customer could not be conclusively determined. The exact cause of the kinks found could not be determined; however this condition could be related to the way the unit was sent for analysis. There is no evidence that it is manufacturing related, therefore no corrective/preventive actions will be implemented. With the limited amount of information available it is not possible to draw a clinical conclusion between the device and the event. However, there was no device malfunction as reported.